Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The patient's medical history included low back pain and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: as mentioned in mr: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion (B)(6) 2011. (Only r side successful, left side possible perforation due to prior tubal ligation) removal of essure devices bilaterally on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The patient's medical history included low back pain and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: as mentioned in mr: hysteroscopic permanent implant placement in both fallopian tubes, for occlusion (B)(6) 2011. (Only r side successful, left side possible perforation due to prior tubal ligation) removal of essure devices bilaterally on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.